Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 06-may-2024,it was reported that patient faced infusion set tubing leaking event. The infusion set had been used for 2 days. The blood glucose level was 370 mg/dl at the time of event therefore the patient was treated with correction bolus via pump. The patient replaced the infusion sets and resumed the insulin deliveries successfully. No further information was available.